Manufacturer narrative:
Ge healthcareâs investigation is complete. Device logs have been analyzed as part of the investigation and it was determined that system works per specification. The high dose received by the patient was due to excessive dsa time chosen by the customer. The customized low dose protocol, usually used on this system, was not selected for this exam. Ge healthcare clinical education specialists have trained doctors and staff on dose settings. This was determined to be an isolated event with the root cause of customer decision. No further actions planned by ge healthcare.

Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
Customer reported to ge healthcare that a patient has been over exposed to radiation, it may be caused by a long fluoro procedure. No patient impact has been reported. Ge healthcare investigation is in progress.